Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received. What was tissue condition? Please clarify was any surgical intervention or re-suturing performed? Were any prescribed medications required? Please specify them. What is the current condition of the patient? What is the lot number?

Event description:
It was reported that an animal underwent an unknown procedure on (B)(6) 2020 and suture was used. Directly after the procedure a swollen area in the wound was noted, and with a more thorough examination revealed a wound dehiscence. Postoperatively, the suture broke. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 01/06/2020 a manufacturing record evaluation was performed for the finished device lot number kb5cpxn, and no non-conformances related to the reported complaint condition were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2020. Additional information was requested and the following was obtained: please clarify if the reported event in (B)(4) for ovariohysterectomy on a cat was an intra-op breakage or a post-op breakage. It was intra-operative. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 12/22/2020.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/1/2020 additional information: d4, g1 additional information was requested and the following was obtained: * what was tissue condition? We opened a new suture package for the surgery, no visible defects. * please clarify was any surgical intervention or re-suturing performed? The procedure was a standard routine ovarianhysterectomi in a cat. The suture ruptured during placing the sutures in linea alba, so we discovered the problem in time to change suture and no harm was done this time luckily. The other complaint we did, was two days past surgery. * were any prescribed medications required? Please specify them. No * what is the current condition of the patient? Good * lot: kb5cpxn * additional information reported ¿the procedure was a standard routine ovarianhysterectomi in a cat.¿ this is correct. *-additional information refers to ¿other complaint we did¿. What is the other complaint number? (B)(4) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -please clarify if the reported event in (B)(4) for ovarianhysterectomy on a cat was an intra-op breakage or a post-op breakage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/1/2020 corrected information: d1, d2a, d4 corrected b5 narrative: it was reported that a cat underwent standard routine ovarian-hysterectomy and suture was used. The suture ruptured during placing the suture in linea alba. The problem was discovered in time to change suture and no harm was done. Additional information has been requested.